Event description:
It was reported patient underwent a total hip arthroplasty in (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to metallosis. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The returned head and cup were evaluated and found to have been manufactured within specifications. Visual examination noted the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Backside damage was visible on the cup; however, it could not be determined whether this damage occurred during or prior to surgical removal of the components. The porous coating on the cup appeared to be intact and showed evidence of bony ingrowth. Two of the anti-rotation fins appeared to have fractured. Edge wear was observed, which might have occurred due to dislocation or subluxation of the head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08919).